Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that saline leaked next to the planecta. No injury to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and the complaint is confirmed. The root cause is attributed to the manufacturing process. A review of the device history record and complaint database could not be performed since a lot number was not provided. Corrective actions are in process.